Event description:
Patient called lfs alleging that their meter had missing segments. Due to the missing segments, the patient had been unable to test their blood glucose level. Patient stopped using the meter three weeks prior to calling lfs. During the three weeks, patient used "urine sticks" to test their blood glucose level. Patient explained that they only had a rough idea as to what their blood glucose level may have been, while using the urine sticks. In 2003 patient started feeling hypoglycemic and obtained a "0.3 mmol/l (time unknown) from the urine stick test. Patient collapsed while they were at work (time unknown). The ambulance was called and patient was taken to the hospital. The emt obtained a "5.1 mmol/l" on their meter and administered glucose gel before arriving at the ER. Patient could not recall any blood glucose readings from the hospital. Patient was treated with gel and released the same day. Patient never attempted to contact their physician or lfs for a meter replacement during the three weeks. The adverse event could not have been caused by the meter, as the patient neglected to obtain a replacement meter for 3 weeks. Patient did maintain their diabetes medication while they were testing with the urine sticks. No troubleshooting was perfomred, however, the patient did report performing a display check on their own. Patient first realized the missing segments when they inserted a test strip into the meter and the display was not complete. The customer service representative replaced the meter.